Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. The physician noticed the pt's vessel had ruptured after ballooning the contralateral leg component with a complaint coda balloon. The gore excluder aaa endoprosthesis instructions for use states "following manufacturer's instructions for use, advance and inflate the appropriate size pta balloon to seat the iliac end of the contralateral leg endoprosthesis. Follow the manufacturer's recommended method for size selection, preparation and use of pta balloons. Carefully inflate the balloon to avoid complications." The gore dryseal sheath instructions for use warn "do not attempt sheath advancement or withdrawal without guidewire and dilator in place. Major bleeding, vessel damage, or serious injury to the pt including death, may result.

Event description:
On (B)(6) 2011, the pt was treated with gore excluder aaa endoprosthesis featuring c3 deployment. The physician decided to extend the contralateral leg with another device and advanced a gore dryseal sheath without the dilator in place. After ballooning this device with a complaint coda balloon, the right iliac ruptured which was repaired with an iliac extender component.